Manufacturer narrative:
The stellar device was returned to resmed for an investigation. An investigation determined that the reported event was due to failure of the q64 mosfet component within the device main circuit board (pcba). Performance testing could not reproduce the reported complaint of device could not be charged over 5%. A field safety notification (5 december 2019) and 806 report 3004604967-2019-00201 were issued by resmed relevant for stellar 100 and 150 devices manufactured between april 2016 and june 2017 within the following serial number range: (B)(4). Corrective and preventative actions are being taken by resmed to resolve the issue. (B)(4). The indications for use state ¿the stellar 100/150 is intended to provide ventilation for non dependent, spontaneously breathing adult and pediatric patients (30 lb/13 kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea.¿ resmed reference #: (B)(4).

Event description:
It was reported to resmed that a stellar device could not be charged over 5%, stopped ventilation and exhibited a flow generator emergency shutdown. The device was not in patient use when the reported event occurred.